Manufacturer narrative:
The reported issue is related to a cannula leak that occurred at the connection between the cannula body and the connector. However, the incident involves a minor leakage at the junction between the ez glide cannula and the connector and there were no associated injuries or blood transfusions required. As a result, the severity of this non-conformance is limited. Therefore, this leakage issue will result only in procedural delay with no risk for the patient. Based on this information, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: per initial product evaluation, the report of cannula leakage was confirmed. A visual evaluation indicated bonding between cannula and connector with solvent. A leak test was performed and leakage was observed between the connector to cannula junction. No other visual damage, contamination, or other abnormalities were found. The reported event is pending additional investigation and historical record review. A supplemental report will be submitted accordingly once the full investigation has been completed. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that an ezc21a from lot 419860 leaked during use 45 minutes into a CABG procedure. The product leaked at the bond section of cannula to connector. The device was reported to be used per edwards' instruction for use. Reported that there was no impact to the patient or "no adverse effects". Blood loss was minimal in that it was not measurable. The unit was stored in sterile storage "pump room" under temperature and humidity controlled conditions. No abnormalities, additional treatment or additional processing prior to use. No difficulty in connecting cannula to the circuit tubing. The traditional back bleeding of the cannula after insertion in the aorta was used to deair the cannula. The device was not exposed to any prolonged force or compression. Bypass was initiated prior to leakage - the duration of the bypass run was 84 minutes. No cable tie was used at the leakage site because it was a factory bonded connection. The perfusionist clarified that they did not recannulate/ that the device was not replaced as blood loss was minimal and a sterile towel was placed under the cannula to contain leakage. Patient was female and weight was reported as 75.5 kg.